Manufacturer narrative:
The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd is currently investigating the issue of dim displays. The alaris syringe module is typically used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility

Event description:
It was reported that the led display was dim for the syringe module, and therefore, will be replaced.